Event description:
It was reported that full trigger closure of the instrument could not be achieved with two separate instruments. The case was able to be completed with a third instrument. No pt consequence was reported.

Manufacturer narrative:
Analysis summary: the ace36p device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.